Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026. Sampling from: all channels. Cfu: <0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. The device was evaluated where an additional potential adverse event was confirmed where the air/water cylinder (tube) and air/water tube had white foreign objects. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device, which indicates that the reported adverse event known and documented in the labeling and all reasonable mitigation steps have been taken. The most probable cause of the additional failures is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing after lab demonstration the colonovideoscope tested positive for >200 colony forming unit (cfu) of enterococcus casseliflavus. The suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.